Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient needed to go to another program and was on program 1 because they were having a lack of bladder control 2 weeks after implant. Patient stated they had increased stimulation and had stimulation on program 1 at 3.0v and was feeling stimulation in the correct area. Patient was walked through increasing stimulation a little bit more to make sure they tried program 1 all the way and increased to program 1 at4.0v. Additional information was received on (B)(6) 2018 from patient reporting that they had no symptom control and they had pain at their ins site. There were no falls or trauma related and that it had been a gradual change. Patient stated they know the stimulation is on as they can feel it. Patient just wasn't sure if they should change their program or do something on the current setting. They mentioned that their symptom of incontinence was worse then before the implant. Patient stated that the ins implant site was red, tender to the touch, swollen and that the area stung when they touch it. And on (B)(6) 2018, additional information was received from the health care professional reported that the cause of the patient lack of symptoms con trol was due to uti and that patient was given oral antibiotic. They further stated that the cause of pain at the ins site was due to cellulitis. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional stated that the patient had no unusual history of uti and that the cause of the uti was unknown and also that they uti was not related to the patient's underlying urinary dysfunction. They further reported that the uti was not related to the device or therapy and that as for actions and interventions taken, an oral antibiotics. The cause of the wound cellulitis at the surgical site was unknown however, patient was given oral antibiotics and the issue was resolved. No further complications were noted or anticipated